Event description:
An implantable pulse generator (ipg) system was returned from a funeral home for disposal with no information. Information identified in the manufacture's data base indicated the patient died approximately two post implant of the device approximately four and a half years ago.

Manufacturer narrative:
Evaluation summary: (B)(4); the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4); the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.